Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-21954. It was reported that the patient presented for a generator change out procedure. Upon investigation, the atrial lead exhibited noise and the right ventricle lead exhibited high defibrillation impedance episodes. The atrial and right ventricle leads were both explanted and replaced. Patient was stable.